Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the infusion set is leaking. Patient stated she has experienced elevated blood glucose levels for the last two days. Patient stated when she bolused today, she felt the adhesive and it was wet. Patient reported the leak was coming from where the transfer set connects to the headset. Advised to change the infusion set. Patient stated the cannula of the infusion set is bent. Patient stated the cannula is flat and was not inserted. Patient reported she thinks the leak was caused by the infusion set not being inserted correctly. Patient was able to self-treat; no outside assistance was needed. No adverse event reported. Requested return of the alleged infusion set and transfer set for evaluation.